Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was punctured and the contrast was leaking during procedure preparation. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed no anomalies were noted on the device. The balloon was flushed without any issues and a 0.0166¿ patency mandrel was advanced without difficulty. However during inflation tests, the balloon failed to inflate because the flush exited the distal end of the balloon catheter, the guide wire returned with the subject device was unable to seal the distal tip. A leak was noted to the balloon through a small perforation when a demonstration 0.014 inch guide wire was used to inflated the balloon catheter. It is possible that the device was damaged during unpackaging of the device or during preparation of the device causing the leak. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
It was reported that the balloon was punctured and the contrast was leaking during procedure preparation. There were no clinical consequences to the patient.